Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette used for peritoneal dialysis therapy. The care giver (cg) stated that they did not know the origin of the leak. The cg noted that there was fluid on the floor as a result of the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.